Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mcafee, p.c. Et al (2010), lower incidence of dysphagia with cervical arthroplasty compared with acdf in a prospective randomized clinical trial, journal of spinal disorders techniques, vol. 23 (1), pages 1-8 (USA). The aim of this multicenter, prospective, randomized, controlled study is to evaluate the incidence of dysphagia and dysphonia with cervical arthroplasty and to determine if they were different than the characteristics of these complications in the patients treated with traditional structural allograft and anterior cervical plate instrumentation. A total of 251 patients were included in the study. Patients were randomly grouped to two, anterior cervical diskectomy and fusion (acdf) as control group and the porous-coated motion (pcm) arthroplasty group. Acdf group consist of 100 patients (47 males and 53 females) with an average age of 44 ± 8 years, while pcm arthroplasty group consist of 151 patients (76 males and 75 females) with an average age of 45 ± 10 years. Of these, only 12 patients under acdf group were implanted with cervical spine locking plate (cslp, synthes, paoli, pa). Patients were evaluated preoperatively (baseline) and at postoperative time intervals of 6 weeks and 3, 6, 12, and 24 months. The following complications were reported as follows: 17 patients reported mild dysphagia at 6-week visit, 18 patients at 3-month, 7 patients at 6-month, 6 patients at 12-month, and 4 patients at 24-month visit. 27 patients reported moderate dysphagia at 6-week visit, 8 patients at 3-month, 8 patients at 6-month, 4 patients at 12-month, and 4 patients at 24-month visit. 4 patients reported severe dysphagia at 6-week visit, 1 patient at 3-month, and 1 patients at 12-month visit. There was 8.88 percent incidence of dysphonia in the acdf group. This report is for an unknown synthes plates and unknown synthes screws. This is report 2 of 2 for (B)(4).